Manufacturer narrative:
Film evaluation summary: an endoleak could be observed on the films provided but the type or cause of the endoleak could not be confirmed. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. The type ib endoleak at implant from either side could not be confirmed (or ruled out) from the single returned still image, and additional angiogram videos showing the contrast flow leading to the original reported type ib endoleak were also not provided. It is possible that further angiogram images from different views or videos from this reported type ib endoleak event would have provided obvious evidence of the presence of the endoleak. It is likely the reported short length of the left cia and the reported calcification in the area would have resulted in a decreased landing zone and an inadequate seal zone on the left side. A type iiia endoleak seems unlikely as there appears to be adequate component overlap within the gate. A type ib endoleak on the right side cannot be ruled out. It is possible that oversizing of the 20mm bifurcate ipsi limb into the 13mm rcia may have led to a compromised seal due to fabric infolding, and combined with a relatively short seal length may have led to a type ib endoleak. The observed endoleak after the intervention for the type ib endoleak in the left side appears may have also been a type IV endoleak caused by fabric porosity. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the video provided; thereby, making determination of the endoleak difficult. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 61mm abdominal aortic aneurysm. It was reported that the main device (etbf3220c145ej) was implanted from the right side, and etlw1616c82ej was implanted on the left contralateral side. It was reported that during this procedure there was an endoleak suspected from the vicinity of thoracic artery (ta) at the time of final imaging. A type ib was considered a possibility due to the length of the left common iliac artery (cia) and some calcification was also present from left side. This was checked by performing an angiography from the sheath, but there was no type ib endoleak and this was judged to be type IV endoleak. The procedure was then completed. It was reported that on the date of a CT four days post the index procedure a type ib endoleak was observed from the left distal side on postoperative CT. The next day, the left internal iliac artery (iia) was embolized and etlw1613c82ej was implanted and was extended to the left external iliac artery (eia) from the left cia. After the device was implanted, angiography was performed from the sheath on the left side to check type ib endoleak but there was no endoleak. After this the angiography was performed after the pig tail was raised to near the proximal of the implanted main device. There was flow noted that leaked into the aneurysm after the contrast agent flowed to the right distal region, so possibility of type iiia endoleak was considered, ballooning was performed again for the junction of the implanted main device and the junction of the device which was implanted this time, but the endoleak did not disappear. As the endoleak remained, it was thought then to be a type ib endoleak from the right side. As per the physician the cause of the type ib from the left side was anatomy, and occurred because the length of the left cia was 15 mm and there was some calcification. Regarding the type ib from the right side, the limb was able to be sealed by about 2 cm, but the possibility of a type ib endoleak was suspected due to poor blood vessel properties such as partial dissection. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received. It was reported that no treatment was performed for the ib endoleak on the right side and the patient was placed under monitoring. It was reported that follow-up CT revealed that the endoleak had disappeared. It was reported that the possibility that it was type 4(IV) instead of type 1b of the right cia was high, but was unable to be confirmed. It was confirmed that the partial dissection on the right side did not receive any treatment. If information is provided in the future, a supplemental report will be issued.